Event description:
Spontaneous rupture of balloon that was placed for brachytherapy in the breast. Balloon was extracted and a second balloon was placed. Incident did not result in a patient injury. Balloon rupture is an anticipated adverse event per the instructions for use.

Manufacturer narrative:
Balloon rupture during brachytherapy of the breast is an anticipated event. The balloon in this event was elevated including a review of the DHR, visual inspection, sem images and chemical analysis of the material. Investigation revealed rupture was due to puncture from a sharp object. Labeling warns user to exercise caution when handling the device both prior and during implantation. Labeling also states that the device material (silicone) is susceptible to damage by sharp instruments and excessive pushing and pulling. Patient was not harmed.